Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's surgical incision opened at the ipg site. As a result the patient's wound was not healing properly. Cultures were taken, but no anomalies have been confirmed. Regardless, the patient underwent surgical intervention wherein the physician cleaned out the site, made it deeper, and replaced the ipg.